Event description:
It was reported by sales consultant: procedure was performed on patient to remove the matrixrib system because patient's chronic chest wall and shoulder pain. Patient was implanted with the matrixrib system approximately eighteen months ago. It was reported the sales consultant was unable to retrieve or account for the parts, as they had already been given to patient. No further information is available. This report is for an unknown screw. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported patient was implanted with device approximately 18 months ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.